Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone. Customer's blood glucose level was 86 mg/dl. The constant tone did not disappear after inserting a new battery. The insulin pump had two cracks on the battery cap and right corner of the button. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with frozen display followed by constant tone due to cold solder joint on the mother board. The insulin pump had cracked battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked case at the display window corner and minor scratched lcd window. No physical damage to battery cap noted.